Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. The unit was found to visually and audibly alarm during alarm conditions. The customer reported the device turned off by itself. Upon review the device was found to be in sleep mode. In this mode the device face is designed to blank out the instrument display with the exception of the battery level indicator and the alarm silenced indicator. While in this setting the device will continue to capture normal and abnormal patient data without triggering the alarms, even after a power cycle. Entering this mode, requires the user to press and hold the mode enter and up button simultaneously for 3 seconds, select sleep mode, then press enter to confirm the selection. As such it is highly unlikely the mode can be entered inadvertently. The device was able power on via ac power, but was unable to power on via battery power. The device turned off when switching between ac and dc power. The rad-8 battery was found disconnected from the device. The customer may have interpreted the functionality of sleep mode as the device powering down on its own, or the reported issue may have been the result of unplugging the device while the battery disconnected and therefore unable to provide power. A secondary failure found the side panel speaker cables were damaged and loose. The reported failure was unconfirmed. The unit was set to sleep mode and was working when powered on with ac power. A service history record review reveals that this unit has been in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported: "unit powers itself off." No patient impact or consequences were reported.